Event description:
Patient was in cardiac arrest and had three analysis done: first was shock advised for appropriate shockable rhythm, then second analysis inappropriately advised shock for an organized, non shockable rhythm, then third analysis appropriately advised no shock for non shockable rhythm.